Manufacturer narrative:
Additional information: h4: the lot was manufactured between january 2-4, 2025. H11: the device was received for evaluation. Visual inspection was performed and fluid was noted inside the housing. Further inspection revealed that leak was coming out at one side of the bladder crimp. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked within sealed overpouch. This occurred during storage. One unit contained 6000 mg of cefazolin in 240 ml of sodium chloride 0.9%, while the second unit contained 200 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.